Event description:
It was reported the rf (radio frequency) head doesn't interrogate devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that moving the cable at the body of the device caused intermittent telemetry. It was also noted that the lens was cracked and the rubber portion of the label was gone.